Manufacturer narrative:
Additional information: d9, g1(manufacturer name), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the guidewire was frayed. It was reported that the guide wire was unable to be withdrawn. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use the guidewire thumb advancer and straightener to insert the "j" end of the guidewire in to the introducer needle. Do not insert or withdraw the guidewire forcibly from any component; the wirer could break or unravel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the operation, after the puncture needle entered along with the guidewire, the guide wire got stuck at the needle when it was about to be pulled and it could not be withdrawn. After the guidewire and the puncture needle were withdrawn together, the guide wire was found to be significantly bent and the guidewire could not be withdrawn smoothly. The catheter was no repaired, there was no leak, tego was not utilized, there was no cleaning agent used on the device, there was no luer adapter issue and there was no patient symptoms or complications related to the event. They replaced with a new catheter to resolve the issue, the procedure was proceeded and completed. Re-puncture or re-catheterization was performed as the intervention/treatment required as the result of the issue, nothing unusual observed on the device prior to use, flushing was performed with normal result, there was no other products being utilized with the device, the guidewire that was used was the one included in the kit and there was no damage/defect to the catheter itself. There was no damage to the external packaging and box. Iodophor was used to treat the insertion site prior to product placement and there was no medical intervention done to the patient. There was no reported patient injury.